Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive act button due to corroded keypad traces. No button error alarms noted. Insulin pump was unable to perform prime test due to button anomaly. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 156 mg/dl. Insulin pump will need to be replaced. No additional information provided.